Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the certas valve (ID 828810pl) was returned for evaluation. Device history record (DHR) - the product code 82-8810pl with lot 6318150, conformed to the specifications when released to stock. Failure analysis- the position of the cam when valve was received was at setting 1. The valve was visually inspected; needle hole was noted in the needle chamber. The valve was leak tested, the leak tested passed; only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. The valve was dried. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the seat of the ruby ball, motor and spring. Root cause- at the time of investigation no programming issue was noted. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve. The root cause for the pressure test failed, is due to biological debris and protein build up interfering with the valve, at the time of investigation debris biological were noted.

Event description:
N/a

Event description:
A facility reported a certas valve (ID 828810pl) failed during programming. The valve was unable to change settings. Due to failure the valve was removed and replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.